Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the syringe was not inserting the insulin into 2 cartridges. The syringe, needle and cartridge were changed and insulin was successfully loaded into the cartridge. The customer's blood glucose level was not impacted.